Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: ¿ high-frequency device was used without leaving enough distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burnt tip cover. There was no patient involvement. Translation of updates from local source systems done by triage analyst yi xing fluent in english and japanese on (B)(6) 2025.